Event description:
Clinical trial. Same case as MFR's report #: 6000093-2007-00206, -00207, -00208, -00210, and -00211. It was reported that 678 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated three target lesions. Target lesion one was a de novo, mildly calcified, moderately tortuous, 90% stenosed lesion of the 2nd om (obtuse marginal) measuring 2.5x30mm and was treated with predilation and placement of two overlapping taxus express2 drug eluting stents measuring 2.5x20mm and 2.5x16mm. Target lesion two was a de novo, severely calcified, mildly tortuous, 90% stenosed lesion of the mid lad (left anterior descending) measuring 2.5x8mm and was treated with predilation and placement of a 2.5x12mm taxus express2 drug eluting stent. Target lesion three was a de novo, moderately calcified, mildly tortuous, 90% stenosed lesion of the distal lad measuring 2.5x5mm and was treated with predilation and placement of a 2.5x12mm taxus express2 drug eluting stent. Each of the lesions had 0% residual stenosis following treatment. The patient was discharged the following day on asa and plavix. The patient presented and was admitted with chest pain 29 days prior to death and underwent cardiac catheterization with placement of two taxus express2 drug eluting stents to the lad and rca (right coronary artery). His discharge was held due to the patient developing an episode of svt (supraventricular tachycardia) with a rate of 220 and he complained of shortness of breath. The patient then appeared to be in atrial fibrillation with a heart rate of 100-120. Later that day, the patient had noted stool in his ileostomy bag and an "appliance" was placed on his ileostomy. The patient was found to have a mucous fistula. The following day, the patient developed dark stool per rectum. Surgery was consulted and they felt that it could be hemorrhoids and he was discharged two days following admission. However, once the patient returned home, he developed more bleeding and was readmitted for hematochezia. Upon examination, he was found to have bloody drainage from the right upper quadrant av fistula and from his rectum. He was examined by surgery and he was felt to have diversion colitis. His plavix was held initially; however, it was restarted as it was felt he was at greater risk for a stent thrombosis. The patient was discharged four days following readmission. Seven days prior to death, the patient was readmitted with abdominal pain. Upon admission, the patient was transfused with four units of packed rbcs and hemoglobin and hematocrit were closely monitored. He was started on lopressor, potassium, and intravenous protonix. He was seen by surgery and they felt that his gi bleed was most likely upper gi. He underwent an emergency esophagogastroduodenoscopy which showed an ulcer of the duodenum in the second portion and erosions in the antrum of the stomach. They transfused the patient as needed. He had a "large ulcer in the bulb" and superficial gastric erosions. He was evaluated by cardiology who felt that the patient currently had profound anemia and plavix should be held for a few days. Four days prior to death, the patient was placed back on plavix. Two days prior to death, the patient was placed on low dose asa. One day before death, the patient experienced a drop in blood pressure (98/60). He was hypertensive while on lopressor. An IV fluid bolus was given and monitoring continued. The patient went into cardiac arrest and expired 678 days following the initial procedure. The cause of death was reported as gi bleeding. No autopsy was performed. At the time of the event, the patient was taking the following medications: plavix, asa, synthroid, lipitor, and lopressor.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.